Event description:
It was reported that the patient underwent a right knee arthroscopy and manipulation due to: pain, stiffness, mechanical symptoms and dystrophic scar tissue.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our clinical evaluation noted that the root causes of the pain and instability suffered by this patient were likely long term results from the damage to the knee from the gunshot wound, which resulted in "severe dystrophic bone and deformity" and in multiple knee procedures with some prior to the noted april 2015 implant of s&n product. Noted is that no mention of a "loose hinge and broken hardware" was documented in the operative notes and the current implants are not smith and nephew products. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. The devices were manufactured in 2012, 2013 and 2014. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should the device or additional information be received, the complaint will be reopened.